Event description:
Patient had radioactive seeds in prostate, implanted 14 days before surgery. During transurethral resection of prostate procedure, muscle twitching, and spasms occurred each time electro-surgical unit was used. General anesthetic with muscle paralysis had to be done in order to proceed with the surgery.